Manufacturer narrative:
(B)(4). Device has not been reported as explanted yet. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: april 10, 2014. Expiry date: april 01, 2024. Article was sterilized by supplier (B)(4). No deviation nor any non-conformance reports were marked. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the breakage of the reported plate was found around (B)(6) 2016. The patient had osteomyelitis and the sequestrum by the disease was removed around 2007. Bone fusion was attempted by transplanting fibula with vascular grafts. Secondary fracture occurred around the transplanted bone in 2015. As the femur was deformed, the reported plate was applied on the proximal portion of the patient's femur on (B)(6) 2015. The reported plate was discovered broken around (B)(6) 2016. The patient had daily lifestyle avoiding weight of a load on the operated body portion. The surgeon believes metal fatigue occurred due to body motion including internal and external rotation of hip joint. A revision procedure is planned for the (B)(6) 2016. It is unknown if that procedure has taken plate yet. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Describe event or problem: updated information provided. Date returned to manufacturer concomitant medical products provided for reporting. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: 06oct2016: plate broke through two screw holes, but it is not reported which of the received locking screws occupied the mentioned holes. Reported concomitant devices: cortex screw (part: 414.044s, lot: 8675290, quantity: 1), locking screw (part: 413.338s, lot: 9386585, quantity: 1), locking screw (part: 413.342s, lot: 9433741, quantity: 1), locking screw (part: 413.342s, lot: 9202981, quantity: 1), locking screw (part: 413.350s, lot: 9223366, quantity: 1), locking screw (part: 413.350s, lot: 9368021, quantity: 1), locking screw (part: unknown, lot: unknown, quantity: 1) (etching damaged and unreadable).

Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the surface of the plate shows scratches and strong abrasion. Also the threaded holes show partly strong using. It was reported that the breakage of the reported plate was found around june 2016. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Material conforms to the requirements of this purchase order. Alloy type testing is ok, all properties performed at room temperature unless specified otherwise. Material supplied or processed on this purchase order has not come in direct contact with mercury or its compounds or with any mercury containing device employing a single boundary of containment. No weld repair has been performed on this material. Material has not been exposed to radioactive contamination. Material supplied in the anr condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.